Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier: (B)(6). A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
The doctor indicated lack of primary stability at tooth site #13. The primary stability was poor and the implant was loose. The implant was removed on the same day. No other implant placed.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation code was added: 3331 and 4110. H10: narrative/data was updated. DHR review was completed for the subject lot number (63769955). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63769955) (complaint category keywords : unable to place implant into osteotomy) for similar events and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (unable to place in osteotomy) or product (tsv4b10). As documented in the summary investigation, contributing factors for these reported events likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique.